Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient is doing well postoperatively. Nothing will be returned because nothing was used or taken out.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago prior to the date the manufacturer became aware.